Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified ipsilateral vessel below the knee. After a guidewire pass through, a 1.2mmx15mmx142cm coyote fc balloon catheter was advanced for dilatation; however, during inflation the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.